Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on (B)(6) 2025 during a total laparoscopic hysterectomy and the ¿airseal suddenly lost pnuemo in the middle of the procedure. Small bowel burn occurred as a result.¿ per further assessment it was reported that "when the pneumo was lost, the deflating abdomen pushed on the bipolar cautery and it touched the bowel." The burn was 1cm in size and was 2nd degree. The procedure was completed with a delay of 20 minutes. There was no medical/surgical treatment needed and no pro-longed hospitalization for the patient. The current status of the patient was reported as "unknown, most likely fine as they are discharged". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Correction: b5 changed "this report is being raised due to the reported malfunction with potential for injury upon reoccurrence." To "this report is being raised due to the reported injury of patient experiencing a 2nd degree burn." Manufacturer narrative: the device was not overdue for preventative maintenance. The unit was recalibrated and function tested. The event could not be duplicated. The service history was reviewed and found similar repairs to this complaint. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of one report, regarding one device, for this device family and failure mode. During this same time frame 2,438,225 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0000004. Per the instructions for use, the user is advised the following: that < 5 bar/73 psi; if insufflation is started, the warning message ¿change gas bottle!¿ is displayed and acoustic signals (beeps) are emitted. The gas bottle should be changed immediately. If insufflation is stopped, the warning message ¿change gas bottle!¿ is displayed and insufflation cannot be restarted. Smoke evacuation level will switch to low until tank is replaced. While in airseal mode, a countdown of 100 s is displayed during which the empty gas bottle can be changed while maintaining abdominal pressure insert obturator in airseal cannula to maintain pressure with normal insufflation. Change the tube set to finish the procedure. Avoid device overheating. Ensure free air circulation especially to the bottom and rear of the device. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on (B)(6) 2025 during a total laparoscopic hysterectomy and the ¿airseal suddenly lost pnuemo in the middle of the procedure. Small bowel burn occurred as a result.¿ per further assessment it was reported that "when the pneumo was lost, the deflating abdomen pushed on the bipolar cautery and it touched the bowel." The burn was 1cm in size and was 2nd degree. The procedure was completed with a delay of 20 minutes. There was no medical/surgical treatment needed and no pro-longed hospitalization for the patient. The current status of the patient was reported as "unknown, most likely fine as they are discharged". This report is being raised due to the reported injury of patient experiencing a 2nd degree burn.